Event description:
It was reported that the omnipod 5 controller/personal diabetes manager (pdm) delivered too much insulin. Before sleeping, the patient puts the pdm in activity feature mode in order to decrease the insulin delivery. The patient reported an instance (date not specified) where they had low blood glucose (bg) levels through the night and then the next day; they could not get their bg above 2 mmol/l (36 mg/dl). They were advised by an unspecified person to switch to manual mode. Additionally, the pdm was reported to be cracked and had unspecified connection issues. The patient contacted warwick hospital to obtain a replacement pdm. No further treatment or medical assistance was reported. A new pdm was issued to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.